Event description:
Clinic notes were received indicating that the vns patient was referred for surgery due to a depleting battery. The patient had five small spells since the patient's device office visit on (B)(6) 2015 and visited the office on (B)(6) 2015 to check his device. It was noted that the patient's magnet was no longer aborting the patient's seizures. The patient's device showed an ifi condition during an office visit on (B)(6) 2015. The notes state that the patient's seizures had been stronger which the physician attributed to a low battery condition of the device. No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Information was received that the patient's generator was explanted and replaced. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Event description:
Product analysis was completed for the generator. The battery showed an ifi=yes condition. There were no performance or any other type of adverse conditions found with the pulse generator. It is known that a device which is in the ifi = yes condition will still deliver the intended therapy.